Manufacturer narrative:
Evaluation summary: the failure can be attributed to normal wear and tear caused by normal use and numerous autoclave cycles during the lifetime of the device. Evaluation: as returned, the device has fractured into two pieces. These pieces exhibit nicks, scratches and dings consistent with wear and tear incurring during normal use. The device has a potential field age of 26 months at the time of failure. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the provisional has fractured.